Event description:
Entered operating room, pt. Already under anesthesia. Turned the 100 watt lumenis p100 laser on to proceed with the case. Error message showed laser in case saver mode. Maximum available ho:yag pulse reduced to 40 hz. Maximum available ho:yag power. Reduced to 60hz. Physician determined the laser would be insufficient for the needed procedure and cancelled the case. The laser was never used on the pt. Pt was then woken up from anesthesia.